Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, two vessel sealer instruments were not working properly on arm 1. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted two out of use errors 282. The customer verified a blue led light where the instrument was plugged into the instrument control box (icb). The customer not willing to try out a third vessel sealer instrument. Tse recommended returning two suspected vessel sealer instruments back to isi for an analysis. The customer called back again and stated the procedure was converted to a laparoscopic surgery. Tse reviewed onsite logs and found errors 32036, 32035, 32049, and 32030. On 14-apr-2020, isi followed up with the initial reporter and obtained additional information: both vessel sealer instruments never worked. There was no energy and no audible tone. The laparoscopic procedure was completed successfully with no injury to the patient. No patient related information available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the two blue fiber optic cables, an instrument control box (icb) cable as well as the icb and the energy erbe vio 300d due to intermittent vessel sealer issues. Intuitive surgical, inc. (Isi) received the energy erbe vio 300d involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not reproduce the reported complaint on the erbe. The unit was placed on an in-house system and was ran in diagnostic mode. The unit energized, cauterized, and recognized instruments. Additionally, intuitive surgical, inc. (Isi) also received the instrument control box (icb) assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint on the icb unit. The board was installed into the test system and stapler/vessel sealer instruments were exercised 10 times. The unit failed intermittently, and the root cause was isolated to receptacles connector and the power supply failure.